Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID was not provided for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march, 27, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A mother called to report her (B)(6) son used a water block band aid for a scrape. She did not know how long he had it on, but she said it was for a few days to possibly a week. Upon removal on (B)(6) 2018, there was a red rectangle and a rash. For treatment, she reported they used hydrocortisone cream. The next day it was starting to spread up his arm and on the following day it started spread to his face and he started to get blisters. On (B)(6) 2018 she took him to the doctor and they started him on steroids. He received 2 rounds of steroids for treatment. His physician was not aware of product use. She stated that he is starting to get better and he no longer has the blisters or rash on his face.